Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 2.2 inr (via finger stick)/2.2 inr (via syringe)/1.7 inr (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Device will not be returned to manufacturer.